Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up (B)(4) -device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 respectively with the following findings: the meter passed all testing with no faults found. The error could not be reproduced. The test strips were found to have an error 4 issue. In addition, the test strip vial was returned with amount that exceeded the vial count. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to MFR date: meter- (B)(4) 2013, test strips- (B)(4) 2013.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.